Manufacturer narrative:
Results: representative samples were returned for evaluation. The white powder on the cannula dissolved in hcfc (silicone oil and hcfc compatible) which determine the foreign body on the cannula tube lubrication and drying process used in the lubricating fluid 1502c precipitates, lubricating silicone oil composition. Intima ii products use the 1502c lubricant because it can form a dense layer on the surface of the cannula to reduce the pain during insertion. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7110455, 7048200, 7048203. Conclusion: the test results show the silicone oil for the medical device products are in line with relevant iso and FDA standards.

Manufacturer narrative:
Initial reporter phone and fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported there was white foreign matter on the needle of bd intima ii¿ IV catheter 24g x 0.75 in before use. No medical interventions.